Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 16-aug-2025, the user¿s mother reported insulin leakage from the cartridge into the chamber during a supply change. After drying the chamber and replacing the cartridge, the supply change was completed successfully with no visible damage to the ilet. At the time, the user's blood glucose (bg) was 380 mg/dl, with highs reaching 500 mg/dl and remaining elevated for about 2 days despite insulin delivery. Supplies were changed, and the family planned to monitor bg and follow up with the healthcare provider (hcp). On (B)(6) 2025, follow-up confirmed bg had stabilized after supplies were replaced, and no further device issues occurred. The user had visited the ER over the weekend for dehydration and received IV fluids but no additional treatment, as bg levels were already trending down. At the end of the case, the event involved a highest recorded bg of 500 mg/dl, was corrected by completing a supply change, and was managed without device-related medical intervention. Symptoms were not reported, though dehydration contributed to the event.